Event description:
A ventilator powered off spontaneously while connected to pt. The screen went gray and then turned off. The machine powered up again on its own. The rn was in the room. She suctioned the pt. The pt did not show any signs of desaturation. The vent was plugged into a red outlet. The vent was taken out of service, tagged and switched out by the rt staff at 0630 am. The pt was observed closely and did not show any signs of being affected by the equipment. Failure. The machine had just been inspected in the past two weeks by (B)(4). It had also been calibrated by rt. There was no reasonable explanation for the failure. The (B)(4) representative inspected the machine on (B)(4) and stated that the motherboard had failed and would need repair.